Manufacturer narrative:
The lifeband in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
During shift check, when the autopulse platform (sn: b)(4) was powered on, the lifeband (lot # unknown) did not retract to start compressions, and fault code 16 (timeout moving to take-up position) was displayed on the platform. The user re-adjusted the lifeband and pressed the restart button to clear the fault code; however, the issue was not resolved. No patient involvement. Please see the following related MFR report: MFR # 3010617000-2020-00159 for the autopulse platform (sn:(B)(4))